Event description:
A consumer reported that following intraocular lens (iol) implant surgery, he was not satisfied with his vision. The consumer reported his surgery lasted two and one half hours. While his vision did improve some, it was not what he was expecting. The consumer stated he could not see much prior to his iol procedure and that his surgeon told him he had waited too long to have the cataract surgery. At the request of the consumer, the surgeon was not contacted.

Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. No sample was returned. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. There have been no other complaints reported in the lot number. Add'l info was requested on 1/24/2011 by phone. At the request of the consumer, the surgeon was not contacted. (B)(4).